Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 186 mg/dl. The mother reported a blank display at night. The mother recommended energizer aaa battery. The customer stated that the pump was not dropped. The customer will be sent a new battery cap for safety. The customer was advised to call if problem persist.